Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra received the revision operative report from the hcp (health care provider) with the updated information that the device was found to have no issues and intact and therefore, re-implanted in the same patient. Device not returned to sientra for a failure analysis. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.